Event description:
It was reported that the intermittent coude catheter kit with the bag attached was used and patient had over 1000 ml in the bladder as per scan but when customer inserted the catheter, nothing drained. They troubleshooted for a bit and finally removed the catheter. Upon examination, the tip of the catheter has no fenestrations or holes to allow the urine to drain. Per additional information received via sample form on 07jun2022, it was reported that the patient catheterized but no urine returned even though volume was greater than 1000 ml . After catheter was removed and inspection noted that there were no fenestrations or holes at the tip of the catheter for urine to drain.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event is confirmed, manufacturing related. The coude intermittent catheter with attached drainage bag was returned opened with the original packaging. The catheter was visually inspected and no drainage eyes were present on the catheter. The catheter does not meet specifications. The coude tip was observed to be aligned with the coude indicator, and no lumps or damages were noted on the catheter. A potential root cause for this event could be, "operator error". The device was attempted to be used for treatment purposes. The lot number was unknown; therefore, the device history record could not be reviewed. A label/pack review is not required as a review of the label could not have prevented the reported event. The actual/suspected device was inspected.

Event description:
It was reported that the intermittent coude catheter kit with the bag attached was used and patient had over 1000 ml in the bladder as per scan but when customer inserted the catheter, nothing drained. They troubleshooted for a bit and finally removed the catheter. Upon examination, the tip of the catheter has no fenestrations or holes to allow the urine to drain. Per additional information received via sample form on 07jun2022, it was reported that the patient catheterized but no urine returned even though volume was greater than 1000 ml . After catheter was removed and inspection noted that there were no fenestrations or holes at the tip of the catheter for urine to drain.